Event description:
It was reported that the ilet user experienced hyperglycemia stating the believed they did not apply their infusion set properly during a supply change earlier that day. A fingerstick confirmed blood glucose at 511 mg/dl and the user was guided through a supply change. Upon follow up, blood glucose readings were reported up to 600 mg/dl, and a bent cannula was later identified, indicating possible improper or incorrect procedure involving the infusion set component. Symptoms included hyperglycemia and dry mouth. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified, consistent with an infusion set insertion error resulting in a bent cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.